Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results confirmed the alleged complaint of a broken cable. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing of the instrument passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported seeing a broken cable with the pk dissecting forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.